Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded / loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.